Manufacturer narrative:
(B)(4). Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Ms. (B)(6) employee of the hospital reported to our sales rep (B)(4) that she was observing a surgery procedure. During this she observed that during turning on the screw with the torque handle the screw was broken. New screws were available so the surgery was completed.